Event description:
It was reported that the patient had a syncopal episode and went to the emergency department with a long pause. Neither the atrial nor the ventricular lead were capturing. Under fluoroscopy, the atrial lead was seen hanging inside the atrium and the ventricular lead was not embedded into the ventricular tissue. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.